Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause mlc-8- failure to follow instructions. Complaint reported based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the initial concern is resolved - unable to establish contact at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for needle. Customer is calling because her pen needle is not aligning properly with her insulin pen. Customer is claiming that her injection site is sore from her using the needle. No adverse event or medical intervention was reported.